Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
This report is filed november 14th, 2014.

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The device was explanted (B)(6), 2014, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.